Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used in a procedure. According to the complainant, during the procedure, when the physician was removing the uphold lite from the patient, the device broke. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.